Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of 90 units and remained static. Reportedly, the cartridge was filled with 160 units of insulin. Blood glucose level was 119 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.